Event description:
In this event, it was reported that a pt received dental treatment on (B)(6) 2012 using ah plus, along with other non-dentsply products. Two days later, the pt returned to the office with hives covering their entire body. The hives were still present as of this MDR evaluation and the pt is currently undergoing allergy testing.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.